Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating there was touchscreen malfunction. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was touchscreen malfunction. The customer reported that the touchscreen would not respond to touch, and they were unable to perform touchscreen calibration. The remote service engineer (rse) then informed the customer a replacement of the touchscreen should be performed. The customer requested the part number for the touchscreen and the rse provided the customer with the part number for the touchscreen. Resolution and disposition are pending.